Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.4 inr and 3.1 inr on the coaguchek xs system. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.